Event description:
It was reported that the customer was hospitalized due to high blood glucose of 28mmol/l. It was stated that several boluses were registered in the insulin pump for maximum bolus, but the customer does not remember programming them. It was stated that the night before the customer¿s admission, several boluses were programmed again, but the customer denied programming and woke up with ketones and high blood glucose. It was stated that the customer did not have an infusion set and reservoir connected at the time of call. However, a new infusion set was installed to perform the high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.